Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 228 mg/dl at the time of the incident. Troubleshooting was performed for insulin flow block alarm. Customer stated they had tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.